Manufacturer narrative:
The initial MDR 2432235-2016-00399 was filed on (B)(6) 2016. Additional information (B)(6) 2016): while a siemens customer service engineer (cse) specialist was at the customer site, the cse realigned the sample dilution probe to ion-selective electrode and dilution tray, sample probe to dilution tray and reaction tray and reagent probes 1 and 2 to reaction tray. The cse ran quality controls, which were acceptable. The cause of the discordant, falsely low ca_2c result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. After repeating the patient sample, the customer believes that the discordant result was obtained due to the sample integrity issue. A siemens customer service engineer (cse) was dispatched to the customer site to verify the sample aspiration at the sample dilution probe including all the alignments. The cause of the discordant, falsely low ca_2c result on one patient sample is unknown. Siemens healthcare diagnostics is investigating the issue.

Event description:
A discordant, falsely low concentrated calcium (ca_2c) result was obtained on one patient sample on an advia chemistry xpt instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and on an alternate advia chemistry xpt instrument, resulting higher both times and matching the clinical picture of the patient. The repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low ca_2c result.